Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00194 on 28-jun-2023. Additional information (12-jul-2023): siemens further reviewed the incident. In addition to the noise flags, siemens determined that the base reagent was being consumed faster than the acid reagent. In addition to the service actions performed in the initial report, the siemens customer service engineer (cse) replaced the ionizer. Total human chorionic gonadotropin (thcg) precision and recoveries was acceptable post-service. The cause of the falsely elevated thcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated total human chorionic gonadotropin (thcg) results were obtained on five patient samples on an advia centaur cp instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the initial advia centaur cp instrument. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on five patient samples for total human chorionic gonadotropin (thcg) on an advia centaur cp instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, found noise flags, and observed that the reagent probe was dripping when picking up reagent. The cse performed preventive maintenance (pm), cleared the noise flags, and resolved the reagent probe drip. Lastly, the cse ran qc in replicates of 5 and results recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.